Manufacturer narrative:
Manufacturing date -- july 18, 2016 ¿ july 20, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The expected medication delivery time was 46 hours, but after 52 hours there was still drug in the bladder. The filled drug was 5fu and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.